Event description:
It was reported that the ilet displayed repeated ¿alert 38¿ motor stall events requiring multiple restarts, after which the user performed a guided supply change and subsequently completed a full prime of more than 120 units and a supply change with new supplies without further restart alerts. Symptoms included hyperglycemia with the highest reported blood glucose of 208 mg/dl for approximately 30 minutes. Outcomes included no ketone testing, no medical intervention, and no assistance required. Investigation included guided troubleshooting, visual inspection of removed supplies with no obvious defects noted, and a successful in-field functional check through full priming and supply replacement. Investigation of this case revealed that the device functioned as expected after supply change, which is consistent with a transient motor stall alert potentially related to infusion set or supply issues rather than a persistent device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.